Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 310 mg/dl, which was treated with insulin pump and manual injection. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed four emotor error alarms within the last month and one motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and a confirmed e70 alarm in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. Unit was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the proper value on the display graph. Unit was also programmed with test glucose meter also, the insulin pump communicated properly and recorded the proper value from glucose meter. No radio frequency communication anomaly noted during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.